Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis lucera elite bronchovideoscope leaked from the bending part, found upon preparation of the device prior to the procedure. Upon inspection and testing of the customer returned device, it was also observed that the coating on the connecting tube was peeling (over 1 mm). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon evaluation, it was found that there was a waterproof failure due to a pinhole at the a-rubber. In addition to this, and the peeling of the connecting tube, the connecting tube was dented and the angulation in the up direction was out of standard due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.